Manufacturer narrative:
H10: the actual device was not available for evaluation, however a video and picture were provided. The visual inspection of the provided video showed water dripping between the housing and the header cap during treatment. Based on past investigations, the most likely cause of the leak is a crack in the welding seam. The visual inspection of the provided photo shows only the product label. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak at filters access/ artery part was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.